Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ((B)(6)) scs system was explanted following the development of an infection at the ipg pocket site. The infection was noted approx one week after implantation. A culture was taken and a fungal infection was detected. Intravenous antibiotics were administered as treatment. This is not the first occurrence of this nature for the pt as she is also said to have developed an infection following the implant of a therapy system from a different MFR. F/u on this matter found that the reported infection has healed, and the pt has been released from the hospital. The explanted devices are currently in the possession of the medical facility.